Manufacturer narrative:
(B)(4). Reported event was confirmed due to medical record review received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Not returned to manufacturer.

Event description:
It was reported patient underwent total hip arthroplasty. One day left total hip arthroplasty, the patient underwent an incision and drainage of the left hematoma and closure of wound due to left hip hematoma and nonhealing wound.

Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.